Event description:
A doctor alleged that a patient's veneer debonded two (2) weeks after placement with optbondxtr, on two (2) separate occasions.

Manufacturer narrative:
The doctor re-cemented the patient's veneer with optibond xtr, without further incident. The optibond xtr product (adhesive (catalog #35108, lot #4327162) and primer (catalog # 35107 and lot #4316806)) involved in the alleged incident was not returned; therefore, retain samples were evaluated yielding results within product specifications. A DHR review revealed that there were no deviations from the manufacturing process. No similar complaints were received with regard to this lot. These investigation results suggest that this is an isolated incident which occurred as a result of a user/technique related issue, and was not due to a product failure.